Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a revision procedure, the right ventricular (rv) lead that had been prophylactically capped in 2012 was tested. The lead was unable to sense in bipolar, was able to sense in unipolar but pacing impedance was noted to be high and there was no capture. A fracture was suspected. The lead was recapped and a transcatheter pacing system was implanted. No patient complications have been reported as a result of this event.